Event description:
It was reported, the light source light had no activation and could not control the light from the panel. The issue occurred in the middle of a therapeutic bronchoscopy. There was an approximately 1 -hour delay to wait for another scope to be ready. The procedure was completed thereafter without further incident.